Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had a failed battery test after installing a battery. During troubleshooting the caller stated that the battery she just installed had been used previously. Caller reported that she would get a new battery and call back if the failed battery test persisted. Blood glucose level at the time of the incident was not provided. The caller will not return the device for analysis.